Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood on the shaft and contrast in the inflation lumen and in the tightly folded balloon; which is consistent with device preparation and no balloon inflation. The stent implant was returned dislodged from the balloon and was located inside the orange protective sheath on the stylet confirming the reported dislodgement. There were crimp marks on the balloon between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no damage noted to the protective sheath or stylet. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The outer diameters of the stent implant were measured and met manufacturing criteria. The inner diameter of the protective sheath was measured and met specification. There were bent struts on rows four and five at the distal end of the stent implant. The stent bent struts were likely a result of retracting the dislodged stent from the protective sheath or due to inadvertent handling after protective sheath removal or damage from manufacturing; however the definitive cause could not be determined. All stents are visually inspected for damages prior to inserting the protective sheaths. If the stent bent struts were present prior to protective sheath removal, they would most likely not have contributed to the stent dislodgement as the bends are small; however this could not be confirmed. A review of the finished product lot history record revealed no nonconforming material records associated with this lot. Additionally, a query of the complaint handling database for this lot revealed no other similar incidents reported for stent dislodgement. In this case, based on the information received with this complaint, analysis of the returned device, the review of the similar incidents and the review of the manufacturing records, a definitive cause for the reported stent dislodgement could not be determined. There is no indication of a product quality deficiency.

Event description:
The device was initially reported as a 3.0 x 08 mm vision, but new information reports that the device was a 3.0 x 23 mm vision.

Event description:
It was reported that during preparation of the 3.0 x 8 mm vision stent delivery system (sds), the stent dislodged from the sds and remained stuck in the orange protective sheath. There was no resistance noted during removal of the protective sheath. The device was not used and there was no patient involvement. A new vision stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.